Event description:
The international customer reported the ventilator shutdown during normal ventilation operation and would then not power up. The customer reported there was no patient harm. The manufacturer's field service engineer (fse) confirmed the unit would not power up. The fse replaced the power supply.